Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported phenomenon cannot be determined at this time; however, this type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, two thunderbeat hand-pieces failed. The first hand-piece displayed a continuous "metal between blade and excessive fluid" error message. A second hand-piece was used and a "check device" error message was observed on the generator. Reportedly, the surgeon withdrew the hand-piece from the patient to inspect the tip and as the surgeon wiped it one side of the jaw broke off. No device fragment fell into the patient. The procedure was completed with a similar device. There was no patient injury.